Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection found that the valve struts were caught on the vessel intima, the crimp balloon was torn proximal to its bond to the inflation balloon and the wings of the inflation balloon were bent back, the distal balloon was wrinkled and bunched, the distal flex shaft was compressed and severe gouges were present on the flex tip. Functional testing of the fine adjust could not be performed due to the condition of the returned device (balloon torn). However, the balloon shaft was tested and was found to be within specification. Dimensional testing was performed on the double wall thickness of the crimp balloon along the balloon tear and was found to be in within specification. Additional imagery was provided and reviewed. One image shows the device with the flex tip against the valve. Slight diving is evident and the flex shaft is compressed, indicating that balloon and balloon shaft were under tension. An additional image shows the device after withdrawal. The valve is shown to be non-coaxial to the flex tip. During balloon manufacturing, the entire delivery system (including the crimp balloon, inflation balloon and nose tip) are 100% inspected for the following: wall thickness, visual defects, distal and proximal length, distal and proximal inner diameter, general appearance/gross defects, foreign matter, impurities, contamination, fish eyes, and gel spots. The crimp balloon to inflation balloon laser bond is visually inspected for bubbles and smooth bond joint with no gaps between the components. The balloon catheter laser bond prep is 100% visually inspected prior to laser bonding for any contamination. The formed balloon is inspected for distorted/pinched folds. During final inspection the entire device is inspected by both manufacturing and quality for damage or missing components, inflation and crimp balloons are inspected for distorted/pinched folds. During manufacturing, the commander delivery system was 100% leak tested. During product verification (pv) testing is performed on lot samples for physical defects or damage, balloon pressure, and tears or separation in the inflation/crimp balloon bond. The balloon pressure met statistical requirements. Additionally, under pv tensile testing, the locknut/collet engagement force was measured and met statistical requirements. The lot met requirements prior to release for distribution. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints for valve movement on balloon or handle fine adjust difficulty. There was one (1) additional similar complaint for balloon torn. The device was not returned and the complaint was unable to be confirmed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon ¿ torn and valve movement on balloon was confirmed based upon visual inspection of the returned devices. It is likely that the balloon tore during valve alignment. Once the balloon tore, attempts to complete valve alignment would have compressed the balloon distal to the valve, shifting the valve forward relative to the marker bands and making the valve appear to be aligned. However, retracting the flex catheter would have caused the balloon to un-compress and shift the valve proximally. This would give the appearance of the valve moving on the balloon dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing non-conformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformance. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented in product risk assessment (pra), as per management discretion. Per device training materials, valve alignment should be done in a straight section. If the physician performed the valve alignment process in a tortuous anatomy (as noted in the complaint description, the patient had tortuous anatomy), it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. It should be noted that gouges were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Compression of the flex shaft also suggest high valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, the complaint for handle ¿ fine adjust difficulty was confirmed based upon visual inspection of the returned device. Functional testing of the device with a sample valve was unable to be completed due to the return condition and testing of the balloon shaft locking mechanism revealed no issues. Per device training materials, valve alignment should be done in a straight section. If the valve alignment process was performed in a tortuous anatomy, it may have resulted in increased forces to fully align the valve. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces. It should be noted that gouges were observed on the flex tip of the returned device which are indicative of high valve alignment forces and valve diving. Compression of the flex shaft also suggest high valve alignment forces. Additionally, it was noted that the patient had tortuous anatomy. Per report, the iliac artery injury was due the crimped valve being removed from the severe tortuosity. The complaint was confirmed for the reported events. No manufacturing non-conformances were identified in the returned device. In this case, available information suggests that patient and/or procedural factors may have contributed to the complaint events. No product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed the may 2018 control limits. Therefore, no corrective or preventive action is required at this time.

Manufacturer narrative:
The complaint for delivery system ¿ valve movement on balloon was confirmed. No manufacturing non-conformance were identified in the returned device. Available information suggests that patient and/or procedural factors may have contributed to the complaint events. Since no product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed control limits, no corrective or preventive action is required at this time. However, a product risk assessment was previously initiated per management discretion for product risk assessment and corrective action was initiated for further investigation and potential corrective/preventive action(s). No further corrective/preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 valve by transfemoral approach in the aortic position, there was difficulty during valve alignment. While crossing the annulus it was noted that the valve was misaligned from the marker and it was not possible to deploy the valve as the balloon of the commander delivery system (ds) did not inflate. Upon device removal an iliac artery rupture occurred. The patient has very tortuous anatomy in the abdominal aorta and there was a lot of manipulation to navigate up and around the aortic arch to the native valve. A bav was not performed. There was valve alignment difficulty with fine adjustment. There was difficulty crossing the valve. During crossing of the valve, a fluoro shot was performed to confirm the position of valve. The images showed that the valve was completely off the marker; it was not between the two alignment markers as it was before navigating up and around the arch. The system was reset and aligned. When deploying the valve, it was noted that the pusher was over the three radio-opaque markers and there was concern that part of the balloon would cover during deployment. The pusher was pulled back and the valve was misaligned. During deployment, it was not possible to deploy the valve as the balloon of the commander delivery system (ds) did not inflate. An angiogram revealed that the contrast was not going anywhere, the contrast was out of the syringe. It was noted that blood was coming back through the system. A decision was made to remove the sheath/delivery system/valve. Upon removal, the sheath was pulled out and the delivery system/valve remained in the artery. The iliac artery was caught on the valve when it was coming out and an open surgical cutdown was performed for removal of the device. The case was aborted. The patient was stable and a decision was made to bring the patient back at a later date for alternate access tavr. The delivery system is being returned. Per report, the patient's anatomy (abdominal aorta) was severely tortuous, and tension in the delivery system (manipulation of the angles of the abdominal aorta) may have contributed to the balloon not inflating. In addition, the sheath was inserted on the left side and was not advanced fully up into the abdominal aorta and the lunderquist guidewire was inserted on the right side. Per report, little more advancement of the sheath with the guidewire could have assisted in manipulation of the delivery system through the tortuous patient anatomy.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.